Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected and checked the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that the insulin started to come out of the reservoir after removing the reservoir out the insulin pump. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.